Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% focally stenotic lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The 8x2.5mm quantum maverick balloon ruptured at 10 atms on the first inflation. No patient injuries or complications were reported. Patient status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.